Manufacturer narrative:
The returned product meter serial number (B)(4) and test strip lot number 1033213 were investigated. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. In addition, only one of the readings the customer reported were found in the meter memory.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter within 10 minutes. Results of 501 mg/dl and 66 mg/dl were plotted on the parkes error grid. The results fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the meter is designed to display readings of 20 mg/dl to 500 mg/dl. This meter does not show a numeric value greater than 500 mg/dl. A blood glucose reading above 500 mg/dl will read as a "hi" in the adc meter.